Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient was in sinus rhythm. The device was prepared per IFU. During the procedure at 80% implant the patient's heart rate increased to 180bpm and blood pressure (bp) decreased to 40/20 mmhg. Norepinephrine was administered and the patient's bp became too high. Nitroglycerin was administered and the patient's bp became too low. Cardiopulmonary resuscitation (CPR) was performed for 1-2 minutes. The device was implanted. The final implant depth was 3-4mm from the non-coronary cusp (ncc). No pericardial effusion was detected on echocardiogram (echo). The patient was transferred to the intensive care unit (ICU). On an unknown date a computed tomography (CT) was done. The patient presented with abdominal bleeding caused by injury to the liver capsule from the ribs when CPR was performed during the procedure. An abdominal laparotomy was performed to control the bleeding from the liver. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An event of bleeding, atrial flutter, hypotension, and hypertension was reported. Based on all available information, the reported bleeding is a result of the CPR performed. Causes for the reported atrial flutter, hypotension, and hypertension could not be conclusively determined. The reported surgery, hospitalization, and unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.